Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (10,000 mcg/ml at 481 mcg/day), clonidine (400 mcg/ml at 481 mcg/day), prialt (2.5 mcg/ml at 481 mcg/day), and hydromorphone (16 mg/ml at 481 mcg/day) via an implanted pump. On (B)(6) 2020 during the pump replacement procedure, the catheter was not successfully aspirated. They physician tied off the existing catheter and placed a new catheter. The physician did not want to attempt to explant the catheter. With regards to any environmental, external, or patient factors that may have ledor contributed to the issue, ¿n/a¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.